Event description:
The customer reported that, the sthc1 is making a ratting noise inside the handpiece holding the disposable probe. There have been no interruptions in the breast biopsy. There have been no pt consequences reported.

Manufacturer narrative:
Evaluatin summary: based upon the unquiry info rec'd visual and functional examination: the unit was found to require the lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.